Event description:
It was reported that during the implant procedure, the atrial port setscrew would not tighten. The physician tried 3 different screwdrivers but could not tighten the screw. The atrial port was not working properly. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.